Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced issues with battery depletion and the insulin gauge fill estimate. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.